Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code batch of which we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have received 15 closed samples and 3 open samples with the needle detached from the thread (thread is still wound on the pack and needle is missing in 2 samples). Tightness test to the closed samples received has been performed and the units are tight. We have tested the needle attachment strength of the closed samples received and the results fulfil the requirements of the european pharmacopoeia: 1.35 kgf in average and 0.67 kgf in minimum (ep requirements: 0.69 kgf in average and 0.35 kgf in minimum). However, taking into account there are 3 open samples with the needle detached from the thread and the thread still wound on the pack, we will consider this complaint as confirmed. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled usp/european pharmacopoeia and b. Braun surgical requirements. Conclusion root cause analysis: the most probable root cause is that the attachment of the needle was not correctly done as the open samples received show that the needle escaped from the thread. Final conclusion: taking into account that the open samples received do not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of failure in the open samples received. We apologize for any inconvenience that this issue may have caused and thank you for your collaboration. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with monosyn suture. The client reported that when the suture package is opened, the suture needle is released directly from the suture. This has happened on several occasions in the general surgery department before the suture was used. There has therefore been no harm to the patient.